Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (two grams, frequency not reported) and intraperitoneal ceftazidime (one gram, frequency not reported). Upon review of the results of the repeat peritoneal dialysis effluent culture results, the patient¿s treatment was modified to intraperitoneal cefazolin(one gram for five days, frequency not reported). Ten days after the diagnosis, the patient was hospitalized and treated with intravenous vancomycin (dose, frequency and duration not reported) and intravenous fluconazole (dose, frequency, and duration not reported) for the peritonitis event. On an unreported date, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. The patient recovered from the peritonitis event. No additional information is available.